Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited loss of capture (loc) and suspected pacing inhibition due to noise and oversensing. A high out-of-range pace impedance measurement was also noted to occur after the patient had undergone holter monitor. It was reported the patient experienced several syncopal events dating back approximately 2.5 months to the day following device reprogramming to no longer utilize the minute ventilation (mv) sensor. Lead measurements were noted to be normal upon interrogation following the first and most recent syncopal episodes. As there was suspicion of varying pacing thresholds, the physician elected to program automatic capture off as well as automatic switches from bipolar to unipolar therapy with out-of-range impedances. The physician plans to see the patient again in approximately 3 months. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen for follow-up. Upon review, rv pace impedance measurements were found stable with no additional spikes in values since device reprogramming. Additionally, the patient had experienced no new instances of symptoms. Device settings remain unchanged and the patient will continue to be monitored routinely.